Event description:
Event description guidant received information that this pacemaker, when the ventricular output was changed from 2.5 volts at .4ms to 7.0 volts at 1.9ms, the longevity went from less than .5 years remaining to greater than 5.0 years remaining. A hex dump was done and sent in for an engineer to evaluate.